Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable investigation finding of handle cannula detached/separated. Block h11: the returned trapezoid rx was analyzed, and a product analysis observed that the basket was not able to close due to the cannula being detached from the handle. The cannula had markings indicating that it was attached to the handle screws. The side car - rx was found pushed back by 4mm. The reported event that the basket failed to close was confirmed. Based on all available information, the basket was not able to close due to the handle cannula being detached from the handle. It is most likely that the handle cannula detached from the handle screws as a result of the force applied to the thumb ring when trying to break the stone. The side car was pushed back most likely also due to the force applied on the thumb ring. The force led to the working length retracting itself and pushing back the side car rx. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the basket was inserted into the patient and found the basket could not retract normally. The procedure was completed with another trapezoid rx. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of handle cannula detached. Please see block h11 for full investigation details.